Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a urinary tract infection also stated that the suction was weak on the purewick urine collection system. Machine did not pass the water test with a wick on it. Patient checked the placement of the tubing in the wick before water test. Water lags in the tube. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿ experiencing skin irritation or breakdown at the site". " recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". The device was not returned.

Event description:
It was reported that the patient got a urinary tract infection. Also stated that the suction was weak on the purewick urine collection system. Machine did not pass the water test with a wick on it. Patient checked the placement of the tubing in the wick before water test. Water lags in the tube. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.